Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller said device doesn't work .  Caller states patient has not used the device in a year and a half because unit stopped working. Caller states the patient is going crazy. Agent had a very difficult time during call as the caller and patient were yelling during call and pt would not agree to t roubleshoot. Pt continued to say the unit is plugged into the air conditioner and will blow the circuit. Patient states when she tries to use the recharger it does not do anything. Patient service specialist asked when patient last charged and patient states she has been charging the whole time and not getting stimulation. Patient is not sure if she is getting too high or too low. Pt states can charge but when goes to back does nothing. Pt states cannot get to charge. Pt states its dead and agent again continued to get pt to troubleshoot. Pt states shes using the correct batteries and needs help charging. Agent advised to troubleshoot and pt states has to call back and the caller states no to stay on.  Caller and pt became escalated and nothing was provided or clear during the call. Pt was seeing reposition antenna screen on recharger when agent attempted to get some troubleshooting done.  The patient was redirected to their healthcare provider to further address the issue. Caller mentioned pt went to a few emergency clinics and they put her in a nut house. Caller also mentioned having a CT scan done and the wall burned up. Caller did not know the name of the healthcare provider that did the scan. Caller states since mother day and later stated 1.5 yrs ago hasn't used. Caller reported that the rech arger is not working to recharge the implant. Caller stated that the last time the patient was able to charge the implant was about a year and a half ago. When asked for event date, caller stated they did not know when the patient last attempted to charge their implant. Patient is in pain and needs the therapy to help with the pain, as it hurts when they cough, sneeze, or walk around the house. Agent reviewed potential overdischarge with the caller. Patient took over the phone call, and stated that they have gained a lot of weight. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned unrelated medical history. This included caller mentioned that patient went to a couple of hospitals and they gave her some crazy pills because they thought she was schizophrenic. Caller requested physician listings.  They wanted to speak to a doctor who was familiar with the ins since pt was running around like a cuckoo bird since mother's day this year. Pts hcp on file was helping them and they wanted to go to an appointment and do an xray but they could not make the appointment on monday so they got a transport ride and gave all the info to them and they were waiting on paper in the mail but they could not do that and pt was getting worse and worse by the day.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.